Manufacturer narrative:
A review of the system's historical service records revealed that the system was installed at the user facility on 21-may-2004. The system had its last annual preventative maintenance, performed by a lumenis-certified service engineer, on (B)(6) 2019 and the device was cleaned, aligned, and calibrated according to specifications & configurations established by the manufacturer. After several site visits, the service engineer, with help from the gso (global service organization) team, was able to isolate the issue. The cause of the event was a faulty cpu board and display. On nov. 14, the ce wrote: "11/14/2019 returned to site with display kit, cpu, and scaar fx upgrade kit. Per gso expert in israel parts were tested one at a time to see if it solved the issue." Finally, cpu-board and the display solved the issue and after performing operational and safety tests, the system was determined to have met lumenis specifications. Need to order a joystick kit for the acublade because the user facility lost the set-screw. Note, the joystick kit is not related to the issue. A review of the site service history with the gso expert found that the cpu and display that were replaced had not been changed once since the system was installed in 2004. A further review revealed that the overall consumption rate for the cpu and the display has been very low globally, and has not raised any triggers for quality actions or corrective steps. Therefore, this is currently viewed as normal wear of components that have inherent high reliability. No further action is required. Lumenis is closing this complaint.

Manufacturer narrative:
A review of ultrapulse surgitouch product risk file shows this is an recognized risk #(B)(4) "device malfunction: mechanical fracture,electrical failure" in risk file (B)(4), which have the potential to lead to adverse effects of alternative treatments if malfunction were to recur. The risk has been quantified and found to be minor, the risk has been characterized and documented as acceptable within a full risk assessment. Though the procedure was successfully completed with an alternate method, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Investigation is still ongoing, and lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a micro laryngoscopy w/ excision of the vocal cords in which a lumenis ultrapulse surgitouch laser was being utilized, the system stopped working and presented only a line on the screen. The system was rebooted to no avail and the user was ready to roll in a spare system when the physician decided to complete the procedure manually. The delay was approximately 5 minutes and the procedure completed without incident or complication, no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.